Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Prior to surgery, an inspection of the instruments revealed a brownish liquid or solid-like substance coming from the knob of the adaptor. Based on the physician's decision that re-cleaning and sterilisation were needed, the surgery was delayed by 30 minutes. There were no substance after re-cleaning and sterilisation, the procedure was completed with the adaptor. It is suspected that the lubricant spray hardened over time, forming a glossy residue.